Event description:
A physician reported the handpiece stopped aspirating and the system displayed an occlusion during a procedure. The surgeon completed the procedure using manual aspiration. There was a 35 minute delay due to this event, but there was no pt harm reported.

Manufacturer narrative:
The company rep examined the phaco handpiece and it was found to meet specifications. No sample was returned for eval. The company rep reviewed with the staff the proper cleaning of the phaco handpiece. With no add'l related info provided, the customer reported event that their phaco handpiece stopped aspirating and their system displayed an occlusion message was not replicated or confirmed. A review of complaints for the last 24 months did not indicate any add'l similar reports for the associated system. The root cause is unk. (B)(4).